Manufacturer narrative:
The pump was returned to animas for evaluation. A review of the pump history indicated that loss of cartridge detection had occurred which was duplicated during testing. During evaluation, the force sensor flex was found to be damaged.

Event description:
It was reported that the pump dispensed insulin during the load cartridge phase.